Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition requiring intervention and valve regurgitation are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. The root cause of the aortic malposition cannot be confirmed; however, as reported, it is possible that unreleased tension in the system could have caused or contributed to the valve to move aortic during the deployment. Additionally, the patient's preserved lv function could be a contributing factor. The final aortic position of the valve, in combination with the moderate native valve and root calcification, likely resulted in the moderate pvl and moderate cai. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported per the edwards clinical specialist (cs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure the valve moved 2-3 mm above the initial target area. This resulted in moderate paravalvular leak (pvl) and moderate central leak (cai) requiring a second valve. Additional information revealed the following: the patient had a moderately calcified aortic valve. A 26mm valve was positioned 50:50 across the native annulus. The valve was inflated and during inflation moved aortic considerably. Moderate pvl and cai were noted. A second 23mm valve was positioned and deployed 50:50 on the inflow of the first valve. Follow up information revealed: according to the cs, the native annular diameter was 25 mm, measured by tee. The sinotublar junction was not a concern, as there was no noted calcification. The patient's ejection fraction was 60% and the aortic root degree of calcification was moderate. As reported, prior to deployment he image intensifier angle and coaxial alignment of the valve and delivery system were good. Ventilation was held during deployment, and balloon inflation was held for more than 3 seconds. The cs stated there was no confirmed root cause, but it was discussed that movement of the valve could have been due to the calcium or possibly the unreleased tension in the system.